Event description:
The patient underwent left total hip replacement due to a hip fracture. The patient then underwent a left hip revision. According to the surgeon's discharge summary, "the patient had been noncompliant with the postoperative instructions from the day of surgery and dislocated his hip twice. However, x-rays, showed that when the hip was reduced, and it appeared not to be a concentric reduction, which suggested that there was a disassociation of the polyethylene liner. The patient underwent a revision surgery within approximately one month of original surgery,where at the time of surgery, the head and liner had disassociated resulting in the ceramic ball rubbing against the acetabular liner." Notes from the operative report: .."the incision was extended slightly distally and slightly proximally and the gluteus maximus split in line with its fibers and there was a significant hematoma in the soft tissues and the polyethylene adm liner was then readily encountered in the soft tissues. This was removed without any incident and ceramic ball had some scoring from articulates of the ceramic ball against the patient socket. The acetabular socket was carefully inspected and irrigated with the visual inspection by the surgeon as well as a physician assistant from multiple angles. There were no signs of any excoriation visually more on palpation." Post op diagnosis: head and liner disassociation.